Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing high blood glucose. The customer stated the insulin pump stopped during the middle of priming and rewinding. The customer's blood glucose was between 200mg/dl-500mg/dl. The paramedics were contacted to treat the high blood glucose. The customer stated they had an infection and it was not the pump.